Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2017, and then experienced revision surgical procedure on (B)(6) 2023 approximately 6 years and 2 months after initial implant. No images were provided. There is no device information provided. There is no other information available.

Manufacturer narrative:
Concomitant devices 4791349 200-02-35 - three peg patella 35mm 4904576 02-020-11-0330 - truliant ps cem fem ps cem right sz 3 4913627 204-70-00 - tibial stem ext. Screw 4940375 204-34-02 - fluted stem extension 25l x 14 mm 4942386 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b2, d4, h4, g2, g3, g4, h4, h6, h11 the following sections were corrected: d1, h6 MDR section codes updated/corrected: a, b, c, d, e, g the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.